Event description:
Patient was revised of hip pain with a squeaking noise due to metallosis of left hip with a mom bearing. Increased blood levels of cobalt and chromium was also noted prior to surgery though normal white blood cell count. A straw colored fluid was found in the left hip, there was also a grayish discoloration of the synovium on the left hip. Doi: (B)(6) 2009 dor: (B)(6) 2020 affected side: left hip.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a4, b5, b7, h4 and h6 (clinical codes) if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
After a review of the medical records, the patient was revised to address hip pain, squeaking noise due to metallosis, mom bearing, and elevated metal ions. Operative notes reported straw-colored fluid and grayed discoloration of the synovium left hip. Trunnion showed a mild degree of metallosis with gray discoloration. During the removal of the liner, medical circumflex femoral artery was damaged and need to be cauterized. Added 2 cm of vertical and lateral offset. A clinical visit prior to revision reported wear of the articular bearing surface and methicillin-resistant staphylococcus aureus infection as the cause of the disease.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary; no device associated with this report was received for examination. Review of the x-ray evidence found nothing indicative of a device nonconformance or a relation of the product with the reported adverse event. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history loy; the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.